Event description:
This is an initial and final report: the notification received for the study indicated that following the index procedure, there was an increase in troponin levels <2 times above upper normal level. During the one and six month follow-up, the pt was asymptomatic. On the 6-month follow-up he reported forgetting to take plavix for about >5 days. The pt experienced a cardiac death in '07. The cause of death was congestive heart failure. There was no evidence of stent thrombosis or myocardial infarction. An autopsy was not performed. The event was reported as possibly related to the cypher stents and index procedure.

Manufacturer narrative:
A report received from the study indicated a pt died from congestive heart failure after having coronary stents implanted. The pt's history is significant for hypertension, diabetes and peripheral vascular disease. The indication for the procedure was stable angina pectoris with a positive ECG stress test. The target lesions were the mid left anterior descending (lad) and the left main (lm) arteries. The lad was 90% stenosed, de novo and moderately calcified. The lesion was pre-dilated with a 2.0mm x 20mm balloon at 10 atms followed by the deployment of a 2.25mm x 18mm cypher select plus (csp) stent at 16 atms. The stent was post-dilated for optimal expansion with a 2.5mm x 12mm balloon at 14atms. The lm was an unprotected, de novo, 60% stenosed lesion. A 3.5mm x 8mm csp stent was direct stented at 16 atms. The stent was then post-dilated with a 4.5mm x 15mm balloon at 14 atms for optimal expansion. The procedure was completed successfully and the pt was discharged the following day. Approx seven and a half months later, the pt expired from congestive heart failure. The site reported that the event was possibly related to the cordis device. There was no evidence for mi or stent thrombosis and an autopsy was not performed. The product remains implanted in the pt thus not available for eval. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. There are multiple cases for congestive heart failure (chf). Chf is a known potential adverse event associated with the progression of coronary artery disease and the deterioration of the cardiac muscle, rendering it ineffective in pumping blood to the systemic circulation. Damage to the heart muscle from a large mi is most often a cause of chf. Hypertension and peripheral vascular disease are known to put undo exertion on the heart by increasing the resistance it has to pump against, over time this can weaken the cardiac muscle and lead to chf. Review of the available info suggests that pt factors may have contributed to the event. This is one of two products being reported for the same event. Please reference mfg reports#: 9616099-2008-01465 and 9616099-2008-01466. Please note: device (lot# i0105129) is distributed outside the united states. However, it is similar to the united states product. Any add'l info will be submitted within 30 days of receipt.